Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
On 04/23/2024, intuitive surgical, inc. (Isi) received mw5153654 form stating: mega suture cut needle driver broke while in abdomen, metal pieces intact and suture came out with instrument. The procedure outcome is unknown at this time, the medwatch form indicated that there was no patient injury. Isi followed up with the initial reporter to obtain additional information. The customer confirmed no further details related to the reported event are known or available. This complaint will be classified based on the provided information at this time.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer verified that the instrument wire snapped and that no fragments were retained in the patient. The customer clarified that the instrument was removed from service on the day of the issue, and that the logs were mistaken. There was no adverse effect on the patient tissue nor bleeding and the procedure was completed robotically.

Event description:
Refer to h10/h11 for follow-up information.